Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis which warranted hospitalization and antibiotic therapy. The pdrn reported the cause of the event was the patient¿s increased drowsiness due to a recent increase in anti-anxiety medication. The drowsiness then led to poor technique, which ultimately led to a breach in sterility. Those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum. Based on the information available there is no evidence or indication the liberty cycler set caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for peritonitis. The patient reportedly had positive peritoneal effluent fluid cultures (gram-positive organism, species/genus not provided), and was treated with antibiotics (drug, dose, route, duration and frequency not provided). The pdrn attributed the cause of the peritonitis to a recent increase in anti-anxiety medication (xanax). The medication caused the patient to become drowsy and practice poor technique, which resulted in a breach of sterility. The document states the patient continued ccpd therapy utilizing fresenius device(s) and product(s) while hospitalized. The patient has since returned to peritoneal dialysis (pd) treatment on their own.